Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tape was pulled off the cuff inflation device and it snapped off completely. They quickly performed an emergency tracheostomy change and it was successful. There was no reported patient outcome.